Manufacturer narrative:
After investigation it was identified that outsourced brand power entry modules contributed to the event.

Event description:
It was reported by the customer that they have been replacing the power entry modules on their fl28 bed with a part sourced from another supplier as the bed parts for these units are now obsolete. During use of the beds following installation of the outsourced brand power entry modules, the customer has reported issues with the power modules arching and catching fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that they have been replacing the power entry modules on their fl28 bed with a part sourced from another supplier as the bed parts for these units are now obsolete. During use of the beds following installation of the outsourced brand power entry modules, the customer has reported issues with the power modules arching and catching fire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.